Manufacturer narrative:
The insulin pump alarm motor error during the basic occlusion test, due to protruded/loose drive support disk.

Event description:
It was reported that the customer had low blood glucose, the insulin pump is alarming motor error and the drive support cap is sticking out. Nothing further was reported.